Event description:
A customer contacted beckman coulter regarding falsely elevated valproic acid (vpa) results from three (3) different pts that were generated by the synchron lx20pro instrument. The customer indicated that the reportable range for vpa on their instrument is set a 150ug/ml (to match the analytical range published in chemistry manual). Initially, three (3) results were reported as "orr hi" (out of reportable range,high). The customer manually diluted the pt original samples in ratio of 1:1 and re-peated vpa testing. The re-peated vpa results were >300 ug/ml. The customer provided only one (1) vpa result from 2nd retesting which was 89 ug/ml. No additional information regarding this event was provided.